Event description:
As reported, a 5f mynx control vascular closure device (vcd) entered the non-cordis sheath, but the operator felt a strong sense of resistance, so they removed the product. It is understood that sealant protection cracks while passing through the sheath, so the sealant first met the blood and reacted. An attempt to push button 1 was never made. The operator felt resistance when inserting the device so the device was removed right away without pressing button one. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There is no reported patient injury. The device was stored, prepared, and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The sealant sleeves were not inspected prior to use for damages. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in percutaneous coronary intervention (pci) via retrograde approach to the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Excess force was applied during insertion. The patient was not morbidly obese. There was no damage noted to the button. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Image review demonstrates the distal portion of a mynx control. The sealant sleeved appear severely kink/bent/frayed. The sealant is exposed to blood. The clear sealant sleeve is not visualized. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product will be returned for evaluation. Addendum: picture analysis demonstrates that the sealant appears exposed to blood, adhered to the catheter shaft and protruding out from the sealant sleeve assembly side slit. The sealant sleeve assembly appears severely kinked/bent and opened. The provided picture is not clear enough to determine if there are any cracks in the sealant sleeve assembly.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: f2222109 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2222109 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) entered the non-cordis sheath, but the operator felt a strong sense of resistance, so they removed the product. It is understood that sealant protection cracks while passing through the sheath, so the sealant first met the blood and reacted. An attempt to push button 1 was never made. The operator felt resistance when inserting the device so the device was removed right away without pressing button one. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There is no reported patient injury. The device was stored, prepared, and used in accordance with instructions for use (IFU). There were no visible signs of device/package damage prior to use. The sealant sleeves were not inspected prior to use for damages. The device was opened in a sterile field. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in percutaneous coronary intervention (pci) via retrograde approach to the femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. Excess force was applied during insertion. The patient was not morbidly obese. There was no damage noted to the button. The sheath was not kinked/bent upon removal. There was no visible bent/damage in the distal end of the balloon shaft after removal. An image was received for analysis and demonstrates the distal portion of a mynx control vascular closure device in which the sealant appears exposed to blood, adhered to the catheter shaft and protruded out from the sealant sleeve assembly side slit. The sealant sleeve assembly appears severely kinked/bent and opened, which may have been attributed to the swollen sealant. The condition of the suggests the sealant sleeve assembly may have been damaged when the device being inserted into an existing procedure sheath, which caused the sealant to be exposed to blood/moisture prematurely, swelled and obstructed the device path, resulting in the reported failure. A non-sterile ¿mynx control vcd, 5f¿ was subsequently received for evaluation. Visual inspection revealed button 1 and button 2 were not depressed with the syringe connected to the device and the stopcock open. No damage was observed on the atraumatic tip of the returned device. The sealant sleeve assembly was observed to have been kinked/bent, however no cracks were observed on it. Additionally, the sealant sleeves were not fully covering the sealant. However, the sealant remained in the manufacturing position, swelled from exposure to blood. The procedure sheath was not returned with the device. Dimensional analysis was performed to verify the slit length measurement and was found out of specification. A pet meeting was held regarding the out of spec slit length. During review of the information, material deformation at the proximal end of the slits were noted therefore, it was concluded the failures were not caused by the manufacturing process. The catheter working length from distal end of sheath catch to proximal end of balloon was measured and within specification. Simulated insertion/withdrawal into a previously flushed lab sample csi test was completed and performed as intended. Slight resistance was felt when the device was inserted into the lab sample csi sheath. This was due to the kinked/bent sealant sleeve assembly and the blood swelled sealant. Simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended. Visual inspection at high magnification showed the sealant sleeve assembly was kinked/bent, the sealant sleeves were not fully covering the sealant and it remained in the manufacturing position, swelled from exposure to blood. No cracks were found in the sealant sleeve assembly. In addition, microscopic examination showed that the slit length measurement was 16 mm. A product history record (phr) review of lot f2222109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿mynx control sealant sleeves ~ cracked-in patient¿ was not confirmed. No cracks were found on the sealant sleeve assembly. However, visual inspection revealed the sealant sleeve assembly was kinked/bent. It should be noted the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits in the sealant sleeve assembly are not a product defect. They are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and protects the sealant from being exposed prematurely. If the sealant sleeve is damaged (kinked) while inserting the device into the sheath, the sealant may become exposed and lead to premature swelling. This can obstruct the device path and prevent the device from being inserted into the procedure sheath. The reported failure ¿mynx control system-deployment difficulty-premature¿, was confirmed. The sealant was found exposed during the product evaluation. Additionally, the reported ¿mynx control system~resistance/friction with csi¿ was confirmed. Slight resistance was felt when the device was inserted into the lab sample csi sheath. The exact cause of these events cannot be determined from the information provided. However, it was reported excess force was applied during insertion. This likely led to the kinked/bent condition and subsequent difficulties encountered while attempting to insert the affected device. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿.¿ usage of the product other than that indicated in the product's IFU may involve additional risks/issues not described in the labeling. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per the procedural steps within the IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.